Manufacturer narrative:
Batch review performed on 03-mar-2025 (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 11-dec-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 6 months after primary, the patient came in reporting pain and stiffness and the cause is unknown. The surgeon revised the liner (14mm) with a thinner one (10mm) and the surgery was completed successfully.